Event description:
I got the essure procedure after the procedure, I was fine, but months down the road I started to gain weight and feeling bloated. Then I started feeling more like cramping on my lower abdominal and my back hurts more often. I have not fallen at all or cause any big trauma on my back. My lower abdominal area have never had major surgery to say it could be from incisions. Now after 7 years my periods are heavier and longer it could last up to 3 weeks. After the procedure, my periods were kind of normal, but then couple of months down the road, the bleeding was heavy for first 3 days then light the rest of the days and last for 7 days total, or it would be light the whole month like spotting. My point is that now my periods are longer heavy and cramping is like an everyday thing wake up sore. If I did a work out, my back hurts every day. I am most of the time bloated with mood swing and swelling all over my body. I could give you a list.